Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with blood glucose levels above 350 mg/dl for approximately 4.5 hours, which began correcting after replacing a teflon infusion set; no alerts or alarms were reported and no backup therapy was used. Symptoms included thirst. Outcomes included disruption of daily activities without medical intervention, hospitalization, or ketone testing. Investigation included complaint handling with troubleshooting and education provided to the caregiver. Investigation of this case revealed that the cause of hyperglycemia was unclear, though blood glucose trended downward after the site change. It was concluded that a device-related malfunction was not confirmed and the event was attributable to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.